Manufacturer narrative:
The customer¿s report that the pca paused and the etco2 module failed to alarm for low respiratory rate could not be confirmed. The event logs were downloaded from the devices received, however all three event logs have been overwritten and start after the reported event date. A request was made to the customer to see if any earlier event logs had been saved, however none were available. The etco2 module was tested and passed all tests, including co2 sensor calibration and accuracy and leak down. The root cause of the customer's experience of a pca paused and the etco2 module failed to alarm was not identified.

Event description:
The customer reported that during a continuous epidural pca infusion of fentanyl with the use of etco2 monitoring the patient may have received more fentanyl than expected and subsequently coded and passed away. The pca fentanyl epidural dose (2mcg/ml with 0.125% bupivacaine 50ml) was set at 4ml with a lockout interval of 20 minutes and 1 hour max limit of 20ml and a continuous of 8ml/hr. The etco2 alarm rate was set at a high of 60mmhg and a low of 10mmhg. The customer's review of the ikp data indicated that the etco2 alarmed for low respiratory rate twice during the night shift however the nurse caring for the patient stated that the device did not alarm and the infusion was reset by an unknown individual. The patient underwent a robotic- assisted laparoscopic sigmoid colectomy and mobilization of splenic flexure. The following morning he had an asystole/pea arrest complicated by aspiration; he was intubated, and expired three days later. The customer stated the patient's death was a result of this event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a continuous epidural pca infusion of fentanyl with use of etco2 monitoring the patient may have received more fentanyl than expected and subsequently coded and passed away. The customer's review of the ikp data indicated that the etco2 alarmed for low respiratory rate twice during the night shift however the nurse caring for the patient stated that the device did not alarm and the infusion was reset by an unknown individual. The customer did not allege or attribute any device malfunction to the patient¿s demise.